Event description:
It was reported that during infusion to ¿either a cat or dog¿, the device exhibited an incorrect delivery rate; the device was programmed to deliver for 6 hours but took 10 hours to deliver. There was no patient involvement.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition. No events were found in the event history log. Functional testing could not replicate the reported issue; the pump passed all functional testing. The root cause could not be determined. The device was calibrated and tested with procedure flow delivery accuracy test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.